Event description:
Follow up information identified postoperatively, effective therapy was restored.

Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number was included in multiple field advisories. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped recharging their ipg as recommended due to feeling a burning sensation (please see MFR. Report #1627487-2019-03892 and 1627487-2019-04328). In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient underwent surgical intervention to have their ipg replaced.